Manufacturer narrative:
(B)(4). The returned flexima plus biliary stent and delivery system were analyzed, and a visual evaluation noted that the stent was returned loaded to the delivery system. Additionally, the distal section of the guide catheter was not returned, the push catheter was kinked, and the suture hole was torn. No issues with the stent were found and the suture was intact. No other issues with the device were noted. The reported event of suture deployment issue was confirmed. Upon analysis, the push catheter was found kinked. This could have been generated due to the handling and manipulation of the device during use or user technique when inserting into the endoscope. Bends and kinked in the catheter can cause friction between the components and continued attempts to release the stent or forcibly retract the guide catheter could result in guide catheter detachment. Additionally, the suture hole was torn which indicates that the suture was submitted to tension forces resulting in the suture hole tearing. Therefore, the most probable root cause for this event is "adverse event related to procedure". A review of the device history record (DHR) was performed and revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a stent placement procedure in the bile duct performed on (B)(6) 2020. It was reported that during the procedure, when the physician attempted to deploy the stent, the suture did not come off. The procedure was successfully completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event. Investigation results revealed that the guide catheter was detached/separated therefore this event has been deemed an MDR reportable event.